Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the physician deployed a smart control 7 x 40 stent at the left external iliac artery target lesion but had difficulty manipulating the turning dial. The stent was not deployed. The product was successfully removed from the patient and another product was used to complete the procedure successfully. There was no reported patient injury. The patient is in stable condition. Inspection of the returned product indicated that the stent was protruding/premature deployment. The approach for the procedure was sheathless via the right brachial artery. The left external iliac target lesion was reported to be: mildly calcified/tortuous, and a 90% stenosis. The lesion was pre-dilated with a 6 mm. Balloon catheter. The product was inspected post-procedure and prior to shipping with no problems noted. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No excessive force was used attempting to cross the lesion.

Manufacturer narrative:
Complaint conclusion: while attempting to deploy a smart control stent in a mildly calcified/tortuous 90% stenosed left external iliac artery the physician had difficulty manipulating the turning dial and was unable to deploy the stent. The product was successfully removed from the patient and another product was used to complete the procedure successfully. There was no reported patient injury. The approach for the procedure was sheathless via the right brachial artery. The lesion was pre-dilated. The product was inspected post-procedure and prior to shipping with no problems noted with the device. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. No excessive force was used attempting to cross the lesion. The product was returned for inspection. One non-sterile smart control, iliac 7x40ml was received inside 2 plastic bags. A tear was observed at 3.5 form ID band. The stent was slightly protruding. No other damages are noticed. Rotate turning and deployment functional tests were performed according to (B)(4) and no anomalies were found. Sem results showed that the body external surface presented evidence of abrasion and scratching at the surroundings of the separation. The fracture surfaces for the braid wire showed evidence of partial cutting; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported 'rotary-difficulty' was not confirmed since there were no anomalies during functional test. The failure reported 'premature-deployment' was confirmed. The exact cause of the reported failures and sds condition could not be conclusively determined; however it is likely procedural factors could be contributed to the experienced failures and sds condition. During manufacturing process there are controls to detect 'premature stent deployment' and sds damages (B)(4). Neither the DHR review nor the product analysis suggests that the failure and sds condition are related to the manufacturing process. Therefore no actions will be taken. Analysis of the returned product did not confirm the deployment difficulty. It was unknown when the damages to the device shaft occurred. According to the account they were not present prior to return shipping of the device. The slight protrusion of the stent was likely due to the failed attempted stent deployment or may have occurred during shipping/handling of the returned device. There is no evidence that manufacturing issues contributed to the event. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.